Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump and was informed that the pump could continue to be used; the customer was also advised to call back if the malfunction code recurred, which it did not.